Event description:
The ent surgeon was using a suction bovie to clean up bleeding in the back of the throat. The suction bovie has an insulated blue plastic shaft that touches the lips during the procedure. The insulation is supposed to prevent burns if it makes contact with the skin. Two burn marks were seen where the shaft of the bovie would have touched the patient's lips. Surgeon looked at product under a microscope and noticed a break in the insulation.